Event description:
During follow-up, externalized conductors were observed via x-ray. All electrical parameters were normal. Lead will remain implanted and monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.